Manufacturer narrative:
(B)(4). The MFR field service engineer visited the site and he indicated that it appears that the imaging system was not the problem. The system's power cable was disconnected from the extension cable and reconnected directly to the ac line. The imaging system was booted up and started as normal. The extension cable and the system's power cable and pim cable were not the source of the heat and burnt smell. He confirmed that the smell was coming near the fan. A replacement imaging system was sent to the hospital. The MFR has not received the complaint imaging system. A supplemental report will be filed as soon the MFR completes the investigation.

Event description:
It was reported that the ivus catheter was pulled out from the pt after the second video loop recording. While the ivus catheter was on standby for use on the next procedure, the message "catheter fault detected retry or shutdown" was displayed on the imaging system. The user selected "retry" option, the catheter was recognized; however, the system shut down suddenly soon after. Following this a burned smell was confirmed by staff in the examination room. At this point, the user believed the imaging was not the problem and turned on the imaging system again, which powered up normally. The user proceeded to pursue a second catheter and the message "catheter fault detected retry or shutdown" appeared after the first video loop recording. Again, the user selected "retry" option several times resulting in a "pim fault" message appearing. The pim was exchanged and the message disappeared; however, "catheter fault detected" message reappeared. The customer stopped the use of the imaging system. No add'l treatment was performed to the pt. There was no report of pt injury or adverse events.